Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 39 mg/dl. The customer treated their blood glucose with juice. The customer stated they were feeling fine at the time of the call. Customer declined to troubleshoot for their low blood glucose. Customer stated they were low from over correcting for their blood glucose. The customer declined to return the insulin pump for analysis.